Manufacturer narrative:
A manufacturing representative went out to the site to check out the system. It was observed that all tests passed, they were unable to replicate the issue. They verified that all door opening sensors are within factory specification. System check out completed. System functioning normally and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the door sensor on the o-arm stated that the system was open even though the system was closed. The site was able to press the covers together and the error had gone away. There was no patient present at the time of the event.

Event description:
It was reported that there were no failures of parts. It was found that the door sensor position is within specification however when the system is put in certain positions the sensor would benefit from adjustment. Adjustment was made to prevent further complications. However important to note that the sensor was within factory specifications.

Manufacturer narrative:
B5: additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.